Event description:
Follow up CT on (B)(6) 2023 showed interval development multifocal hypodense regions in the bilateral cerebral hemispheres as well as the bilateral cerebellum consistent with multifocal acute-subacute ischemia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events leading up to the patient¿s outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) including the applicable sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, bleeding, multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Although the pneumonia was not considered to be device related, infection and sepsis are also listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6, under "anticoagulation", outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2342 multiple organ dysfunction syndrome

Event description:
It was reported that the patient passed away on (B)(6) 2023, related to multiorgan failure, bilateral pneumonia, and septic shock. It was later reported that the patient refused to take their medication on (B)(6) 2023, and began to have red frothy sputum production. Emergency medical services (ems) were called. In the emergency department, the patient was short of breath, unresponsive, and intubated. Computed tomography of the chest showed extensive bilateral interstitial infiltrates concerning for pneumonia. CT of the head was negative for bleeding. Follow up CT on (B)(6) 2023, showed interval development multifocal hypodense regions in the bilateral cerebral hemispheres as well as the bilateral cerebellum consistent with multifocal acute-subacute ischemia. Localized mass effect was noted without herniation or midline shift. The patient developed septic shock secondary to pneumonia and developed multiorgan failure secondary to septic shock. The device operated as expected and the patient's death was not considered to be device related.